Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a defective q2 transistor on the computer/analog pca. The root cause for the defective q2 transistor could not be positively identified. There were no adverse events associated with the monitor malfunction.